Event description:
The device was received by the manufacturer for repair with a report of "occlusion errors; there are inconsistencies with the rate of volume delivered".

Manufacturer narrative:
Several attempts were made to obtain further information from the customer without success. The device was tested and found to deliver within specification.